Event description:
The reporter contacted animas on (B)(6) 2011 alleging that the bolus button is difficult to press and has had difficulty getting it to respond. The patient reportedly is able to use the keypad buttons to deliver boluses. This reportedly began 6 to 8 weeks prior. This report is being made based on the alleged bolus button malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis with the following findings: the bolus button was found to be intermittently responding. The button conver was removed and contamination was observed under the button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.